Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot #: va1s607, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 03-apr-2021, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the implanted lead had migrated and pulled back about 1cm post implant. There were no falls or other explanations that could¿ve caused it. There was a CT exam to determine the lead migration. Surgery to resolve the issue was planned for (B)(6) 2019. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported surgery was rescheduled to july 26th. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the lead migration was resolved through surgical intervention and the lead being placed in the original location. No devices were replaced/explanted so nothing was going to be returned. No further complications were anticipated.